Event description:
The ge oec 9900 fluoroscopy system had monitors that would not active or turn on. System removed from use for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and an unreliable monitor power supply that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.